Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0997, awareness date 30-aug-2015). It refers to a female consumer of an unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2005. She stated that her body was bad as essure caused immune system disorder as well as severe cramps and bleeding. Her hair was falling out and she had depression and weakness. She could not enjoy her life because of the pain she went through on a daily basis. In (B)(6) 2015 she had hysterectomy. She was still recovering at time of this report. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe cramps (interpreted as abdominal pain) and severe bleeding (interpreted as genital bleeding). She underwent a hysterectomy ten years after insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion abdominal pain and abnormal genital bleeding may occur. Given the nature of the reported events and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). A product technical analysis is expected. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 02-oct-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe cramps (interpreted as abdominal pain) and severe bleeding (interpreted as genital bleeding). She underwent a hysterectomy ten years after insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion abdominal pain and abnormal genital bleeding may occur. Given the nature of the reported events and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident due to required intervention (hysterectomy). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.